Event description:
A user facility registered nurse reported that a dialyzer leak occurred during a patient¿s hemodialysis (hd) treatment. The leak was reportedly coming from a crack in the device. Additional details were provided upon follow-up with the facility¿s clinical manager (cm). The cm spoke with the patient care technician (pct) who initially witnessed the incident. The pct said the outside of the dialyzer was wet during priming, but they were unable to determine why it was wet and couldn¿t identify any visible leaks. The treatment was then initiated, and immediately once blood reached the arterial side of the dialyzer the pct observed dialysate actively leaking from the venous head cap of the device. The cm stated there was no visible blood in the dialysate. The fluid that was leaking was reported to be clear. The pct then noticed a crack in the venous header of the device. No further details regarding the crack were provided. The blood pump was stopped, and the patient¿s blood was returned in full. The cm said there was no blood loss associated with this event. There were no alarms from the machine. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The provided blood port and adapter caps were attached to the dialyzer. The fibers were wet. No other damage or irregularities were visually noted at this time of the evaluation. The dialyzer was subjected to a laboratory leak test in which the dialyzer was submerged under water and pressurized incrementally. A leak was detected at approximately 8.0psi from beneath the header cap on the cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon removal of the header cap on the cavity ID end, a polyurethane (pu) sliver was found at approximately 340°, with the dialysate ports positioned at 0°. Further examination of the complaint device did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse reported that a dialyzer leak occurred during a patient¿s hemodialysis (hd) treatment. The leak was reportedly coming from a crack in the device. Additional details were provided upon follow-up with the facility¿s clinical manager (cm). The cm spoke with the patient care technician (pct) who initially witnessed the incident. The pct said the outside of the dialyzer was wet during priming, but they were unable to determine why it was wet and couldn¿t identify any visible leaks. The treatment was then initiated, and immediately once blood reached the arterial side of the dialyzer the pct observed dialysate actively leaking from the venous head cap of the device. The cm stated there was no visible blood in the dialysate. The fluid that was leaking was reported to be clear. The pct then noticed a crack in the venous header of the device. No further details regarding the crack were provided. The blood pump was stopped, and the patient¿s blood was returned in full. The cm said there was no blood loss associated with this event. There were no alarms from the machine. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.